Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post-paced t-wave oversensing on ventricular lead was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made during device check.